Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under sensing and r wave amplitude variation. Programming changes were performed to resolve the issue. There were no patient consequences.